Manufacturer narrative:
A third party service technician evaluated the device and was unable to duplicate the reported issue. No critical components were replaced. The software version was updated to version 1.09.

Event description:
The customer reported tbn estp (turbine emergency stop) alarm has occurred during patient use. No patient harm reported.